Manufacturer narrative:
(B)(4). No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis. (B)(4).

Event description:
During procedure, externalization of the right ventricular lead was confirmed by fluoroscopy. Electrical measures were stable and no changes were observed. Patient is in good conditions and is being monitored closely.